Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and suspected lead insulation damage. Technical support recommended lead replacement. Diagnostic imaging and reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.